Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. The reported patient effect of occlusion is known as an inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that two proglide devices were used in the right common femoral artery during an interventional transcatheter aortic valve replacement procedure. Reportedly, the artery closed, meaning it occluded. The method in which hemostasis was achieved was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.